Event description:
Per the clinic, the device was explanted on (B)(6) 2025, for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (strength and date not reported) leading to the decision to explant the device.